Event description:
It was reported that the 7700 system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable pin connector was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.